Event description:
Ous MDR - it was reported that the device showed undersensing, resulting in asynchronous pacing shortly after the implantation. The pacemaker was unable to measure the p and r waves. The device was explanted and a new one implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the pacemaker's memory content was analyzed revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition a sensing test was performed and the device sensed the attached heart signals free of noise. The printouts received with the pacemaker showed a large amount of consecutive ventricular sensed events, indicating the presence of noise in the ventricular channel. To ensure correct pacing functionality, by design, the inhibition function of the pacemaker was deactivated automatically and the pacemaker switched into asynchrony stimulation of the atrium and the ventricle. It is reasonable to assume that the root cause for this phenomenon is an oscillation of the sensing amplifier, most likely caused by external influences such as strong electromagnetic fields. Subsequently, the pacemaker switched into asynchrony stimulation preventing permanent inhibition. In summary, the pacemaker observed noise in the ventricular channel and therefore switched to asynchrony stimulation leading to the clinical observation. A material or manufacturing problem was not observed during analysis. As it is believed that this behavior could be linked to external influences, a temporarily re-programming of the pacemaker into a mode without detection e.g. Doo should resolve the noise.